Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr) indicated intervention included reprogramming the pump (25% pump decrease) on (B)(6) 2016. Medications administered included an increase in hydrocodone 7.5/325 to four times a day (qid) on (B)(6) 2016. Examination on (B)(6) 2016 revealed per the patients neurologist and cardiovascular surgeon she should not have surgery to replace the pump at this time.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine, bupivacaine and baclofen at 30 mg/ml, 5.0 mg/ml, 200 mcg/ml concentrations and doses of 5.232 mg/day, 0.8720 mg/day, 34.88 mcg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient's device was interrogated on (B)(6) 2016 and a volume discrepancy was found in which 4.5cc were expected but 9cc's were aspirated from the pump. The patient was experiencing a slight increase in low back pain the same day as the discrepancy was found. A catheter access port (cap) contrast study was performed on (B)(6) 2016 and aspiration of the side port was not possible, do no contrast was injected. The catheter and pump are planned to be replaced. It was indicated the event was possibly related to the device or therapy. No actions were taken and the issue is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the entire system was explanted/replaced on (B)(6)2018. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reporting the patient was examined on (B)(6) 2017 and the patient reported doing well with regard to pain control on current oral medication regiment. The patient was still on anticoagulants so still unable to perform pump and catheter revision/replacement. The patient was again examined on (B)(6) 2017 and the patient was still awaiting clearance for surgery to replace pump and catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated as of (B)(6) 2017 they were still awaiting clearance from the cardiologist before revising the catheter and/or replacing the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reporting the patient had a catheter access port (cap) contrast study on (B)(6) 2016 due to increased pain and a volume discrepancy. It was noted the side port was cannulated but could not be aspirated and the catheter was nearly occluded and will need to be replaced. It was reported the patient's pump was interrogated on (B)(6) 2017 and the expected reservoir volume was 3.4 ml and the actual volume discrepancy was 5 ml. It was noted other neurologist and cardiovascular surgeons stated the patient should not have surgery on (B)(6) 2016 and it was reiterated on (B)(6) 2017 that the patient could still not have surgery. A pump refill was conducted in order to preserve the pump. Oral pain medication initiated since patient was unable to have surgery on (B)(6) 2016. The patient had two catheters but it was not documented which was occluded. It was indicated the event was related to the device or therapy. The event was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 04-aug-2017 indicating examination results were that they were still waiting for the cardiologist and were not sure if they want to continue with the pump as of (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was examined on (B)(6) 2017, and had numerous pump refills with appropriate residual volumes and therefore may not have a completely occluded catheter. On (B)(6) 2017, the patient reported they would like to have the pump replaced, but will continue with decreases since they do not feel strong enough to have surgery at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a clinical study indicated that the catheter occlusion and increased pain resolved without sequelae on (B)(6) 2018. The pump reservoir volume discrepancy and slight increase in low back pain resolved with sequelae on (B)(6) 2018. The sequelae was noted to be that the pump was working, but will probably be replaced later in the year due to not working up to full potential. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via clinical study reported the cause of the catheter occlusion was not determined. The patient's weight was noted as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via clinical study indicated the entire system was explanted/not replaced on (B)(6) 2018. The devices were disposed of according to biohazard instructions. It was noted that the outcome of the event was updated from resolved with sequealae on (B)(6) 2018 to resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.